Manufacturer narrative:
Photo analysis: visual analysis of the photographs a device appears to be intact has yellow / white particles inside, create fold and wear abrasion. Labeled right side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Health professional additionally reported "any creases".

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 16/oct/2012. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Health professional reported right side deflation. Device was explanted.